Event description:
The customer reported to vyaire medical that low ve (low minute ventilation), high pip (peak inspiratory pressure), low pip (peak inspiratory pressure), high rate, and transducer fault alarms occurred on vela ventilator immediately when the ventilator was powered on while on a patient. The customer confirmed that another ventilator was provided and there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet. However, the event log shows that an xdcr fault occurred, that xdcr tests were performed, and that exhl diff: 33 failed. Exhl diff press transducer failed at 0 cmh2o during xdcr cals. Vela sn (B)(4) is the warranty replacement for vela sn (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.